Event description:
It is reported that the device was implanted in 2002 and that the pt was revised in 2009 because the device had disluxated/twisted.

Manufacturer narrative:
This report will be amended when our investigation is complete.